Event description:
Ohicho neo is an otw-type pta balloon catheter compatible with 0.035 inch guidewire. Ohicho neo has no approval in USA. However, we intend to report this case as the event occurred on the similar device for "metacross otw" (otw type pta balloon dilatation catheter, 0.035" guidewire compatible) in us under 510(k)#: k152080". The product in question was inflated at the lesion site. After inflation, attempts were made to deflate the product, but this was not possible. The product could not be removed from the patient. The product was punctured through the skin and removed by popping a balloon.

Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed. The production lot, to which the device concerned belongs, passed all in-process inspections including the shaft-pressurized test and the balloon-wrapping test for every product, and the finished product inspections including the shaft tensile strength test and the repetitive balloon inflation/deflation test on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was returned. It was confirmed that the balloon was ruptured at approximately 11 mm to 46 mm from the balloon tip. This product was confirmed to pass a guide wire (0.035inch) without resistance. Probable cause(s) and our comment: it is assumed that lesions or other factors temporarily prevented contraction and made extraction difficult.